Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: a review of the pump¿s black box history showed that one unexplained power reboot was recorded on (B)(6) 2014. There was no damage found to the battery compartment or returned battery cap. The returned battery cap was able to be fully secured to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The returned battery cap contact height and width measurements were found to be within the required specifications. The returned cartridge cap was used to complete all testing. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted into the pump and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.